Event description:
A report was received that a patient was experiencing over stimulation after under going a lead revision. The physician decided to replace the patient's implant with a new precision spinal cord stimulator. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.